Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 02feb2019. The touchscreen assembly was returned to philips for evaluation, however, the power management printed circuit board assembly was not returned. A visual inspection of the touchscreen revealed no signs of damage or contamination. The touchscreen was tested and no problem was found. The reported condition was not duplicated and it was determined that the product met specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 03jan19. Date rec¿d by MFR: 28dec18. The manufacturer¿s international service technician could not duplicate the reported issue. The manufacturer¿s international service technician replaced the touchscreen and power management (pm) printed circuit board assembly to prevent recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen had malfunctioned. The reaction positions of the touchscreen deviate from the correct positions. Calibration was performed but the phenomenon was not corrected. There was no patient involvement. The event date was not specified; estimate used.